Event description:
Hosp reported that the one of the connectors disconnected from the y-adapter. Connector was taped in place.

Manufacturer narrative:
Note: evaluation conducted at mfg site. Retain sample: the sleeve to y-adaptor bond area was examined and leak tested on both retain samples - good handling was observed and no leakage was detected when the bond area was checked for leakage. The bond strength of the tracheal and bronchial sleeve to y-adaptor was measured on co's instron with the following results - 47.4lbs to remove the tracheal sleeve on orders 1996-02 0371 and mt02330 respectively. Cause: unfortunately no sample was returned so a comprehensive investigation cannot take place into the cause of the complaint. Summary of analysis: quality: the complaint unit did not cause injury to the pt. Non confirmed: the reported problem was not detected as no sample was returned. Non justified: there is no evidence to suggest that the reported problem occurred in house. Corrective action / comment: all co's cuffed catheters undergo a leak test at the y-adaptor to sleeves and tube bond area on co's processing line and it is at this point that any defects are removed from the order. A copy of this complaint will be forwarded to co's r & d facility in st louis in the USA for review.